Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that force was applied during advancement of the stent delivery system (sds). During which the shaft of the sds cracked but did not separate. It should be noted that the xience skypoint instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. In this case, it appears that the deviation was a responsible clinical response to the encountered difficulties. Based on the information received, the investigation determined that the reported difficulties appear to be related to procedural circumstances. In this case, it is likely that the device interacted with a moderately calcified, heavily tortuous and 90% stenosed lesion during advancement, resulting in the reported failure to advance and subsequent shaft break (cracked). There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, heavily tortuous distal left circumflex coronary artery that is 90% stenosed. A 2.0x12 non-abbott balloon was used to predilate the lesion. During advancement of the 2.25x15mm xience skypoint drug-eluting stent (des), resistance was noted due anatomy and failed to cross. Slightly more force was applied; however, and the shaft cracked but did not separate. The xience skypoint des was removed and the same non-abbott balloon was used for dilation. Dilation was sufficient and the procedure was concluded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.